Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code- e0130 sleep dysfunction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm repeatedly alarmed, showing low glucose readings around 60 mg/dl. He attempted to raise his blood sugar by eating food, but the device continued to display low readings. He checked his glucose with a manual glucometer, which showed a value of 540 mg/dl. During this time, he experienced frequent urination, fatigue, difficulty sleeping, and almost passing out while sitting on the couch. To manage the high glucose, he drank plenty of water, and his girlfriend administered short-acting insulin via injection, as he was unable to self-administer. No additional medications were required, and he did not sustain any physical injuries. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.